Event description:
It was reported that the device was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the wds was inserted into it. At this time the physician felt that the tuohy valve was stripped because it continued to pop out of the thread. This part of the device did not detach itself from the wds. The physician removed this device from the patient and completed the procedure with a different closure device. There were no other complications that occurred.